Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the irc, patient implanted with onxm-27/29 ((B)(4)) on (B)(6) 2016 and died on (B)(6) 2016.

Manufacturer narrative:
No additional information was provided. Attempts to obtain additional information regarding the reported event were unsuccessful. Should additional information become available it will be evaluated and the complaint will be reopened. The manufacturing records for the onxm-27/29, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxm-27/29, sn (B)(4), was implanted (B)(6) 2016 and the patient died (B)(6) 2016, nine days postoperatively. The death of patient was noted on the irc and no other information was provided. There is inadequate information available to ascertain what relationship, if any, the valve had to the death of the patient.  As a root cause is unavailable, the cause of failure can not be identified in design fmea. However, patient death of unknown cause is tracked as part of the heart valve customer feedback complaint analysis. This event does not identify additional hazards or modify the probability and severity of existing hazards.